Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The torque device and insertion tool were also returned. The microcatheter used with the guidewire was not returned. Visual inspection of the device revealed that the guidewire was not shaped on its distal section. No anomalies were observed with the hydrophilic coating visually and after wet inspection. The ptfe (polytetrafluoroethylene) was noted to be peeled/scraped at approximately 24.5cm from its proximal end. The guidewire was bent at approximately 115.0cm from its proximal end as well. The ptfe coating appeared to be on the side on the wire with the torque device collet and a small amount of ptfe coating was found in the torque device collet during examination. During functional evaluation, the guidewire was loaded and advanced through the proximal end of a demonstration stryker excelsior sl-10 microcatheter and slight friction and/or resistance felt during the advancement. Torquing movement was not smooth when guidewire was attached to a demonstration torque device. Additional information indicated that no anomalies were noted to the device prior to use, the device was prepared as per the dfu and resistance was felt approximately 1cm after entering the stryker excelsior microcatheter hub. However, it appears that the ptfe coating was scraped off the guidewire due to insecure tightening of the torque device. The device directions for use (dfu) cautions the user to "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Because the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause of the event is considered to be related to user error.

Event description:
Analysis of the returned device noted that the polytetrafluoroethylene (ptfe) coating on the guidewire was scraped/ peeling. No consequences to the patient were reported.